Manufacturer narrative:
(B)(4).

Event description:
A patient implanted for urinary dysfunction and gastrointestinal/pelvic floor reported that prior to (B)(6) 2015, she had no device or therapy concerns or issues. In (B)(6) 2015, she had a bad case of bronchitis and coughing and she had not checked her device or used the patient programmer since that time. She was being treated for the cough and bronchitis, but it was unknown which medications/treatments were provided. She noticed a loss or change of therapy, her symptoms started to gradually return and she had a lack of stimulation sensation. The patient changed her patient programmer batteries and tried to increase stimulation, but therapy was not on. She saw the turn on your implantable neurostimulator (ins) informational screen, but did not see any ¿pos¿ messages and wasn¿t sure how the device was turned off. The patient wasn¿t very competent in patient programmer use. On (B)(6) 2016, the patient turned stimulation back on, stimulation was at 2.7, and it was uncomfortable and she felt shocking. Stimulation was too strong and the onset of these symptoms was sudden. She turned stimulation off and contacted a manufacturer representative. She was directed to decrease to 0.0 and slowly increase. She felt stimulation at 1.2 and it was reported to be comfortable. The uncomfortable and shocking stimulation had resolved. The patient planned to monitor her symptoms at the 1.2 setting and increase as needed to reach 50 percent efficacy. No outcome was reported regarding the return of symptoms. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information from the consumer reported that the symptom return was resolved thanks to help from the manufacturers representatives.